Event description:
Procedure type: lap gastric bypass. According to the reporter: after applying the device, the anvil got stuck in anastomosis possibly on the peri-strip reinforcement material that was used. Stapler was advanced slightly forward, and was able to be removed from the pt. A new instrument was used to complete the procedure. Surgery time was extended two hours as a result. No abnormalities noted during firing. The pt is in well current condition.